Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and advised to reach out if the issue happened again.